Event description:
The manufacturer received information alleging a patient's blood oxygen saturation decreased while using a ventilator. The patient was placed on another device and recovered without incident. The manufacturer is currently investigating this issue and a follow-up report will be filed when the investigation is complete.

Manufacturer narrative:
A correction to h10 was made and should be: the manufacturer previously received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed.

Manufacturer narrative:
It was initially reported, the manufacturer received information alleging a patient's blood oxygen saturation decreased while using a ventilator. The patient was placed on another device and recovered without incident. The ventilator was returned to the manufacturer for evaluation. The decie passed all testing and was found to operate and alarm as designed.

Manufacturer narrative:
Kindly disregard the previous report (2518422-2022-73143-3), it has been mistakenly sent. A correction to b5 was made and should be: the manufacturer previously received information alleging a patient's blood oxygen saturation decreased while using a ventilator. The patient was placed on another device and recovered without incident. The device was returned to the product investigation laboratory for further evaluation. The device was evaluated externally and internally and the manufacturer observed that the sensor pca operated without any issues with installation into the test unit. The manufacturer also observed with installation into the test unit, suspect sensor pca passed the post testing under group 30,31 with connection to the trilogy multifunction test station. In posttest report, the failed test step 0030.1150 was slightly out of spec due to the sensor pca was not calibrated with test unit system pca.manufacturer has determined that suspect sensor pca operates as designed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The sensor pca has been scrapped per the requirements set forth in work instruction 8.4-1131 latest rev 6 and disposed of accordingly. The manufacturer concludes that they confirm the customer's allegation and there is no visible damage or functionality failures of the device and the source of contaminations were external to the device. The following correction has been updated in this report. Section(s) b1 and b2, has been updated to reflect adverse event. Section h1 has changed to reflect a serious injury. Section h6 health effect- impact code has been updated.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging ventilator's sound abatement foam became degraded and caused a patient's blood oxygen saturation decreased and patient was placed on another device and recovered without incident. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated externally and internally and the manufacturer observed that the sensor pca operated without any issues with installation into the test unit. The manufacturer also observed with installation into the test unit, suspect sensor pca passed the post testing under group 30,31 with connection to the trilogy multifunction test station. In posttest report, the failed test step 0030.1150 was slightly out of spec due to the sensor pca was not calibrated with test unit system pca.manufacturer has determined that suspect sensor pca operates as designed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The sensor pca has been scrapped per the requirements set forth in work instruction 8.4-1131 latest rev 6 and disposed of accordingly. The manufacturer concludes that they confirm the customer's allegation and there is no visible damage or functionality failures of the device and the source of contaminations were external to the device. Section d8, d9, h2, h3 and h6 has been updated in this report.